Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported the device was explanted in august due to rejection. There was not more than 50% of symptoms reduced. The cause and troubleshooting were unknown. No further complications were reported/anticipated.